Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided biopsy procedure through normal density tissue, the device allegedly self-activated. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional evaluation a drop test was performed. After the sample was released, the top slide did not self activate uncomfirming for self activation. An xray was performed that the cannula tangs were not fully engaging with the device housing. However, through further testing, it was found that the top slide would not lock into place. Upon disassembly, it was observed that both bumpers were bent. Therefore, the investigation can be confirmed for failure to prime. Although the reported issues could not be reproduced, it is possible that the identified bent bumpers contributed to the observed partial cannula tang engagement, which could have contributed to the reported failure to prime and self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.